Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer sat on the pump and the touchscreen became shattered and unresponsive. Reportedly, the customer had an alternative pump for insulin therapy. Customer¿s blood glucose was 120 mg/dl.